Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine pm that the cardiosave intra aortic balloon pump (iabp) batteries not charging. No patient involved.